Event description:
The customer reported the table monitors were intermittently losing video. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A wire in the cable going to the monitors was repaired. The system was then found to be operating as intended.